Event description:
2 channel IV pump noted to not be infusing tpn. Counted down as if infusing, but no drops noted and whole IV was remaining. Pump picked up by sterile supply before labeled, and delivered to floor. Floor notified to label 'b' channel as out of svc and biomed notified.